Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient was admitted to the hospital for two days due to having experienced convulsions and a syncope episode and dehydration.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, h1: type of reportable event, h6: impact codes, h6: patient codes.